Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) pacing lead impedance was out-of-range (values not provided). Technical services (ts) provided troubleshooting suggestions and advised the presenting electrogram (egm) showed no noise/artefacts on the rv and shock channels. All other diagnostics are stable and consistent since device implant last year. It was noted the lead has been implanted over 20 years. Additional information provided advised the rv lead exhibited a high out-of-range pacing impedance measurement at 2446 ohms. No patient symptoms were observed. At this time, the device and lead remain in service. No adverse patient effects were reported.